Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the damage was a use issue as the physician tried to insert the pump using the 0.035 wire instead of the 0.018 wire. Per cp optical IFU, the impella 0.018 wire is used for placement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. Impella cp was damaged by attempting to insert over 0.035" wire vs 0.018" wire. The pump was not implanted due to the damage. A new pump was used, and there was no reported harm to the patient.